Event description:
Boston scientific received a call from a patient advocate reporting the patient passed away following a cardiac arrest. The patient advocate was concerned the device did not shock the patient as they expected. The patient was buried with the device, so it will not be returned. The patient was followed via remote home monitoring, so a request was made to have data reviewed to obtain additional information. Remote home monitoring data was reviewed by boston scientific technical services (ts). It is unknown if there were any episodes recorded on the date of death as the last remote home monitoring transmission occurred three days prior to the patient's death. There was one alert recorded and that was in (B)(6) 2013. The alert was detected due to too much right ventricular pacing. Boston scientific technical services (ts) concluded, based on the data available, the device operated as expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.